Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 66-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella rp for mechanical circulatory support. The complainant reported the pump had been placed after the patient already had been supported by an intra-aortic balloon pump and a left ventricular assist device (heartmate 3). After the fifth day of support, the placement signal was lost. This did not prompt any intervention or explant. There were multiple days where the patient¿s plasma-free hemoglobin was elevated and where the patient was given blood products for hemolysis. The patient was eventually weaned off the impella support with an explant. The patient survived the event.

Manufacturer narrative:
The investigation of hemolysis has been completed. Impella rp flex returned. Visually inspected and no biomaterial, impeller damage or other issues found. Optical 5s parameters were observed to be in normal range. The root cause of the hemolysis issue was most likely patient condition related. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13107: b1 product problem was inadvertently selected. E4 should have been left blank. G1 reporting contact fax number missing. H6 medical device problem code 2917 the complaint optical signal issue was assessed as not reportable and inadvertently was reported on manufacturer device report 1220648-2024-13107. The event reported did not cause or contribute to a serious deterioration in state of health or death and is not likely to cause or contribute to a serious deterioration in state of heath or death if it were to reoccur. New medical device problem code added.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Impella rp flex returned. Visually inspected and no biomaterial, impeller damage or other issues found. Optical 5s parameters were observed to be in normal range and passed light continuity testing. Keyence imaging showed blood stain, fluid ingress with dp sensor. Pump ran for 20 to 30 minutes and no dp sensor issue found. Data logs were reviewed and after 11 hours in support dp sensor drift was observed. The placement signal was drifting upwards for 2.5 hours and lost dp signal and pump flows. Motor current was flat at p7 post drift. No optical signal issue found. Motor current spike after 5.5 hours of dp sensor drift was observed. The cause of the placement signal issue was sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. H6 type of investigation code 4110 trend analysis has been added. H6 investigation findings and investigation conclusions have been updated to capture investigation results for the optical signal issue. All pertinent information available to abiomed has been submitted at this time. B1, product problem re-selected. D10, concomitant medical products and therapy dates. H6 medical device problem code 2917 reapplied.